Event description:
Reporter stated that the at home nurse was able to get the readings of 43 mg/dl, 65 mg/dl, and 77 mg/dl all within 10 minutes on the aviva system. Reporter stated that the customer was given pudding and a peanut butter sandwich after the first 43 mg/dl result (and before the other results). Reporter stated that these results were taken some time between 3:30 to 4:15 am and then another result of 119 mg/dl was also obtained on the aviva system at 4:23 am. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.